Event description:
Dealer stated that he is getting a 7 flash error code on a (B)(4) power chair. The chair is veering to the left and shuts down when it hits a bump. Potential that a cable could be loose causing the chair to veer & shut down which would in turn give the 7 flash on the joystick.